Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death, stent thrombosis). Conclusions: inherent risk of procedure ¿ (death, stent thrombosis). (B)(4).

Event description:
During the index procedure, the patient had two endeavor sprint rx drug-eluting stents implanted in the right coronary artery. Approximately 6 months post the index procedure, the patient suffered with stent thrombosis. It was reported that an angio sculpt balloon and cutting balloon were used to treat patient¿s intransient restenosis achieving 10 % residual stenosis. The event was considered resolved. Investigator has indicated that the event was related to the study device. Patient underwent a target vessel revascularization (CABG) to treat chest pain approximately 20.5 months post index procedure, investigation indicated that the event was not related to the device. Patient expired approximately 21 month post index procedure. Cause of death is unknown.